Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that merlin.net showed an alert transmission for a charge time limit reached. The charge time was 10.8 seconds. Device replacment was recommended.